Event description:
It was reported that during implant preparation, a message was displayed indicating this subcutaneous implantable cardioverter defibrillator (s-ICD) should not be implanted. Technical services reviewed device data and recommended the device be returned for laboratory analysis due to the observed message. The device was returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis of the device diagnostics determined that the failure at implant was due to telemetry issues.

Event description:
It was reported that during implant preparation, a message was displayed indicating this subcutaneous implantable cardioverter defibrillator (s-ICD) should not be implanted. Technical services reviewed device data and recommended the device be returned for laboratory analysis due to the observed message. The device was returned to boston scientific for analysis. No adverse patient effects were reported.